Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose with bolusing with pump additional boluses.. The customer was explained the 2 high blood glucose rule. The customer declined to perform the high pressure test and stated she will try one more. The customer was advised to revert to manual injections and change out set. Customer was advised to contact health care provider for instructions on manual injection dosages. The customer was informed if she wishes to do high pressure test when she gets home to call helpline to test on current set before disposing.